Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for an 82-year-old female patient sample. The following data was provided: sample ID (B)(6): (B)(6) 2026 initial result = 81.5 pg/ml, (B)(6) 2026 repeat result = 5.0 pg/ml (negative) patient went to another hospital, had new sample drawn, and result = negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.